Event description:
It was reported that during primary hip surgery the tip of the screwdriver broke off. The tip of the screwdriver could not be retrieved from the head of the screw so it remained in patient.

Manufacturer narrative:
An event regarding a fractured screwdriver tip from a trident driver was reported. The event was not confirmed. The device was not returned for evaluation. It is not believed the failure was related to patient factors. The exact root cause could not be determined as the complaint device was not returned for evaluation. If the device becomes available the investigation will be reopened and re-evaluated.

Manufacturer narrative:
When completed, the investigation results will be submitted in a supplemental report.

Event description:
It was reported that during primary hip surgery the tip of the screwdriver broke off. The tip of the screwdriver could not be retrieved from the head of the screw so it remained in patient.